Event description:
Boston scientific was notified that while pacing the last part of the coil the pt experienced a perforation with visible contrast leakage, and a small increase of the blood pressure. The catheter tip had gone through the aneurysm wall, the coil was still in the aneurysm. The physician(s) then wanted to detach the coil since it was still in the aneurysm securing against further bleeding. They where not able to release the coil. The pt was then sent to surgery, with the intention of removal of coil. The coil was stuck in the catheter. Therefore they withdrew the coil and the catheter together. The coil then loosened. Postoperative angiography proved most of the coil was placed in the clipped aneurysm, however the end was placed down against the internal carotid vessel. CT scanning showed bleeding sequence basal to the front laps. Postoperatively pt has been given sedative treatment with variable intra cranial pressure. No infarct changes in the front laps.